Event description:
It was reported that the patient¿s transfer set got separated from the patient line and the patient ended up reconnecting it. The patient stated that it happened for a moment, at some point during the therapy. The technical service representative advised the patient to start over with all new supplies and explained why. The patient understood and was assisted with ending the therapy in order to start over with new supplies. During the follow up with the care giver regarding the reported event, they explained that the patient had connected and went to lie down. Then, they noticed that the patient line had disconnected from the transfer set. The patient reconnected and went to sleep for a few hours after which they contacted baxter¿s technical services for assistance. The transfer set has since been replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and a cause of the disconnection could not be determined. It was also reported that the patient made a mistake by reconnecting after a spontaneous disconnection. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).